Event description:
A malfunction alarm was reported by the customer. No information was available about whether there was an impact on the customer¿s blood glucose level. Technical support provided the customer with pump reset instructions, and after the reset, the malfunction code did not recur. The customer continued to use the pump and was advised to contact support again if the issue reappeared.